Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead was dislodged, and exhibited a failure to extend helix. The rv lead was not explanted and was replaced. The patient was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead was dislodged, and exhibited a failure to extend helix. The rv lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. As returned, the helix was partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be fully extended and retracted. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage. Correction: previously reported b5 should have included "not used" instead of "not explanted".